Manufacturer narrative:
UDI section is unknown. No information has been provided to date. A photo was submitted for visual inspection, no physical device was returned. Based on the reviewed photographic evidence the customer did have finished goods lot containing a kit with medication, but the kits expired before the drug. Review of the picture shows a tyvek lid from an unopened kit. They did not include a photo of the tyvek lid from the alleged affected kit. It is possible that the customer opened a kit from an older lot that they had in their possession. A review of the complaints database for the past three years found no complaints for this sku or any other sku for expired drugs. Based on the available information and evidences no product quality problem could be confirmed. Complaint information will continue to be monitored for any new information or adverse trends and take further actions accordingly. Device history records (DHR) shows there were no observations recorded during manufacturing to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the lidocaine that is included in the kit is expired; however the kit itself was not expired. Due to the delay between the event and reporting to the manufacture, the product is no longer available. It was also reported that no product from the same lot number is available for investigation. It is not known if a kit that was recently used was from the same reported lot number. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.